Event description:
The distributor reported the zipper is missing from the right side panel. The distributor did not know when this issue was discovered but stated that there was no patient incident or injury.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue, there are no zippers missing anywhere on the bed. The front side panel main access window zipper slider body is open which is evident by the zipper teeth separating when the zipper is closed. The mattress envelope has several holes and imprint of bed springs on the vinyl surface. Note: instructions for use state: never use the posey bed if there is damage to the canopy, access panels or zippers. A failure to heed this warning may result in patient escape or unassisted bed exit, which may lead to serious injury or death from a fall. Always check the canopy and the zippers before leaving the patient unattended to help reduce the risk of a fall or unassisted bed exit. Make sure there are no tears, holes, or abrasions in the nylon panels or netting, and that the canopy and frame are secure and attached properly to the hospital bed. Inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use the zipper pull-tabs and ensure that zippers are fully closed. Never try to rip a panel open, as this may damage the access panel or the zipper slider by bending it open. If a zipper slider is damaged or if zipper teeth are broken or missing, the zipper may not close securely and the patient will be able to open the panel and fall. (B)(4).